Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received no button error alarm. However, there was some intermittent button response due to moisture damage keypad trace. The insulin pump had a scratched lcd window, cracked display window corners, cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error was unable to clear the alarm. The customer's blood glucose reading was unknown. The customer did not state any significant events leading to the alarm. The insulin pump was returned back for analysis.